Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately eight months post port implantation, the patient was presented at the hospital with palpitations. It was further reported a chest x-ray demonstrated a segment of the catheter had broken and was retained in the left hilum of the pulmonary artery. Reportedly, the segment was removed in the catheter lab. The remain port system was removed in the operating room and another port was placed. The current status of the patient is unknown.